Manufacturer narrative:
Visual inspection under microscope reviewed wear that is typically seen on the set screw to rod interface. The wear present did not seem to indicate the set screw was torqued down to the recommended torque limit. The device was also set-up in a construct to evaluate performance in placement in the pedicle screw. No failures detected throughout this investigation process. Malfunction of device could not be confirmed. It is believed at this point that not enough torque was applied to the set screws.

Event description:
Original pedicle screw construct case was completed for a 2-level tlif on (B)(6) 2016. On (B)(6) 2016 during a follow-up visit with the patient, the surgeon allegedly identified 2 set screws had backed out of the pedicle screws in the construct. A removal case was completed on (B)(6) 2017 at which time the manufacturer was notified of the occurence.